Manufacturer narrative:
In speaking with the olympus technical assistance center (tac). The customer reported, that no image on the 1st scope and a blueish hue around the boarder with the 3rd scope used was identified. Technical assistance center recommended, verifying cabling. Once done, if issue still occurring, try swapping processor first itself to see if issue is with processor/cabling. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited no image on the 1st scope. And a blueish hue around the boarder with the 3rd scope used was identified. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The cause suggested phenomenon could not be presumed from the information obtained. Three gfes (good faith efforts) were performed, but no response was received, and the device was not returned. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.